Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the cardiac resynchronization therapy defibrillator (crt-d) had been enabled without being implanted and exhibited unexpected battery depletion. It was noted the battery voltage was 2.94 volts and an interrogation session was ended after only brief telemetry; an interrogation a few hours later then showed a decrease in battery voltage to 2.89 volts. The crt-d was not used and replaced. There was no patient involvement.